Event description:
The physician followed the IFU of exoseal 6f vcd during procedure. After connecting with exoseal vcd and 6f sheath at the puncture site of that patient, the physician checked out the pulsatile flow and then he slowly pullbacked both devices. The pulsatile blood flow was reduced but the indicator window was already changed into black -red signal. Thus the physician verified that there was calcium near the image of the puncture site through angiogram. Then he turned csi clockwise several times. But the situation has not been improved. Finally the physician removed csi + 6f exoseal vcd out of the puncture site. The physician did manual compression and achieved the hemostasis finally.

Manufacturer narrative:
Upon review it was noted that the device was returned and the analysis of the device was completed. However, the supplemental report was not previously submitted with the analysis. During use of an exoseal device for vascular closure, the red and white signal was obtained. The exoseal was removed and manual compression was conducted to achieve hemostasis. No patient injury was reported. The physician followed the IFU of exoseal 6f vcd during procedure. After connecting with exoseal vcd and 6f sheath at the puncture site of that patient, the physician checked out the pulsatile flow and then he slowly pulled back both devices. The pulsatile blood flow was reduced but the indicator window was already changed into black -red signal. Thus, the physician verified that there was calcium near the image of the puncture site through angiogram. Then he turned csi clockwise several times. But the situation did not improve. Finally, the physician removed csi + 6f exoseal vcd out of the puncture site. Manual compression was conducted to achieve hemostasis. There was no patient injury reported. One non-sterile 6f exoseal was received inside a plastic bag. The deployment lever was not depressed. Indicator window was received in black and white position. The guard was depressed. The indicator wire was not retracted. The plug was received in the delivery shaft. No other anomalies were observed in the returned device. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. Indicator window achieved on different positions: black/black and black/white/red positions as expected. A review of the manufacturing records could not be conducted without a lot number. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The following cautions are noted: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction form the point at which pulsatile flow significantly slowed or stopped, discontinue the use of the device. Further retraction of the exoseal vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported change in indicator window color to black/red after there was a reduction in blood flow from the bleed back indicator. The failure reported by the customer ¿indicator window incorrect indication¿ could not be confirmed since indicator window achieves different positions during functional test. Neither the information available for review nor the product analysis suggests that the failure is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During use of an exoseal device for vascular closure, the red and white signal was obtained. The exoseal was removed and manual compression was conducted to achieve hemostasis. No patient injury was reported. The physician followed the IFU of exoseal 6f vcd during procedure. After connecting with exoseal vcd and 6f sheath at the puncture site of that patient, the physician checked out the pulsatile flow and then he slowly pulled back both devices. The pulsatile blood flow was reduced but the indicator window was already changed into black -red signal. Thus, the physician verified that there was calcium near the image of the puncture site through angiogram. Then he turned csi clockwise several times. But the situation did not improve. Finally, the physician removed csi + 6f exoseal vcd out of the puncture site. Manual compression was conducted to achieve hemostasis. There was no patient injury reported. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.